Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated after pd treatment on (B)(6) 2017 he mentioned he saw fluid outside cassette door and indicated his cycler was no longer functioning properly. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had contacted her regarding the fluid leak occurrence and confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient¿s effluent remained clear and no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when and stated no treatment was missed. The pdrn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated after pd treatment on (B)(6) 2017 he mentioned he saw fluid outside cassette door and indicated his cycler was no longer functioning properly. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had contacted her regarding the fluid leak occurrence and confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient¿s effluent remained clear and no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment when and stated no treatment was missed. The pdrn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.